Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was impacted 300s mg/dl and administered insulin injections to manage bg level. The customer was able to clear the alarm and resume insulin delivery.

Manufacturer narrative:
Added (B)(4).

Event description:
It was reported that the customer received multiple intermittent altitude alarms. The customer was able to clear the alarm after 45 minutes.